Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address acetabular loosening.

Manufacturer narrative:
(B)(4). The customer reports the patient was revised to address acetabular loosening. Doi: unk - dor: (B)(6) 2011 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product/lot information was not provided for the associated screws. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
(B)(4). The customer reports the patient was revised to address acetabular loosening. Doi: unk - dor: (B)(6) 2011 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product/lot information was not provided for the associated screws. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated.